Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implanted device system was removed due to a pocket infection (no further description or causative organism was provided). No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.